Event description:
It was reported that during a shoulder arthroscopy, when the doctor was taking off the labrum, the knife rasp broke, broken pieces were removed with tweezers. No significant delay or patient injuries were reported. It is unknown if a backup device was available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during a shoulder arthroscopy, when the doctor was taking off the labrum, the knife rasp broke, broken pieces were removed with tweezers. No significant delay or patient injuries were reported. It is unknown if a back up device was available but the procedure was successfully completed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the reported knife rasp, intended for use in treatment, will not be returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the device broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. B5 updated.

Manufacturer narrative:
The reported knife rasp, used in treatment, has been returned for evaluation. Visual assessment of the device confirmed the reported breakage. The distal end of the device has been broken off and was not returned for evaluation. The shaft is dramatically bent on two planes. The condition of the device indicates it was subjected to excessive force during use resulting in the breakage. Per the device instructions for use: ¿excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges¿. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.